Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "position the balloon relative to the lesion to be dilated and inflate the balloon to the appropriate pressure (reference balloon compliance table). It is strongly recommended that negative pressure is maintained on the balloon between inflations. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to predilate the lesion to facilitate passage of a more appropriately sized dilatation catheter.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An 8.0mmx60mmx135cm sterling balloon catheter was selected for use and advanced for post dilation. However, upon inflation, the balloon ruptured at 14 atmospheres after a duration of 12 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.